Event description:
It was reported that the right ventricular lead showed thresholds had been increasing steadily and there was noise. Further testing will be performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.